Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device delivered an inappropriate treatment: atp + shock on a av re-entrant tachycardia (avrt) that should not be treated by an ICD. The detection of the atrial and the ventricular contractions is normal but during avrt the atrial contractions are blinded by the post ventricular atrial blanking leading to stable and dissociated rhythm diagnosis and treatment as per spec. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes. Recommendations: the only programming that could avoid treatment on such avrt at 180-185 bpm is the programming of the vt zone at 190 bpm but it could be too fast programmed rate and not indicated in the esc guidelines. The programming is left to the physician appreciation. Should this avrt be ablated or medicated to avoid further inappropriate shocks? The decision is left to the physician appreciation.

Event description:
Reportedly, on the (B)(6) 2023, at 12:38, the ICD delivered a shock upon an arrhythmia that seems to be atrial tachycardia conducted to ventricles (diagnosis provided by the physician). Remote monitoring evidences have been collected and the patient does not show any further symptoms.